Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined prior to moving the l1 lead, the physician noticed that there was not enough space to place the lead without damaging surrounding tissue due to a previous spinal fusion from l3 to s1. As a result, the procedure was abandoned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020. Prior to moving the l1 lead, the physician noticed that there was not enough space to place the lead without damaging surrounding tissue due to a previous spinal fusion from l3 to s1. The procedure was abandoned as a result.